Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient impacted due to incision issue when creating the flap and while performing the flap creation there was an area that skipped ablation, causing a buttonhole in the flap. Flap tore at buttonhole when lifting in the right eye of a patient, during lasik surgery. The patient was having pre-existing ocular conditions of pseudophakia and dry eyes in both eyes. There was no visual issues due to the event. No surgical intervention and hospitalization required.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Based on this report, a local field service engineer visited the site and confirmed via multiple tests that the device is working as expected. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No root cause for the customer's reported event could be determined conclusively, but the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).